Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 62 mg/dl was confirmed on (B)(6) 2017 by continuous glucose monitoring (cgm) just before the annunciation of an alarm19. User made bolus requests without entering current bg level and still having insulin on board (iob) just before bg levels dropped. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 62 mg/dl, which was addressed by consuming juice. The customer did not know the cause of the low bg, and reported that they were not "worried about it". In addition the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. For the reported low blood glucose level, no failure was identified related to the reported issue.